Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device had a scratch across middle of lens. Per service report, this complaint can be confirmed. During evaluation, it was fount that the distal tip and the objective were damaged and bent. The optics was damaged, and unrelated to the reported problem, it was appeared cloudy/foggy. The defective parts were replaced and the issues were resolved with spare parts. Internal scope cleaning and autoclave service were also carried out. After repair, the device was found to be working according to the specifications. User mishandling and/or lack of maintenance can be the most probable root causes of reported and identified problems, however, a definite root cause cannot be determined with the available information. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
As reported by the sales rep via email the arthro scope has a scratch across middle of lens. Finished the case with same scope. No surgical delay. No patient harm.